Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate and found that the unit would not start up properly. After pressing the start button, the display would load but an alarm would sound afterwards that it kept loading and could not enter the operation mode. The service logs showed, fault code #124 and 58, and also in the regulator calibration page, it was checked that the vacuum measured was up to -750. The unit is now on-hold for further check and repair, a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a maintenance required message, the unit was pulled out and replaced. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) observed it could not start up properly. After pressing the start button, the display could load but an alarm sound was sounded afterwards that it kept loading and could not enter the operation mode. In service logs, fault code #124 and 58 were logged. In regulator calibration page, it was checked that the vacuum measured was up to -750. Fse replaced vacuum regulator (d103-00-0633). Calibration was performed after replacement. Machine working fine for a few days without any error message. All manifold, functional tests passed. Machine returned to customer and cleared for clinical use. Patient involvement was there.

Event description:
N/a.